Manufacturer narrative:
Analysis of fiber a found the break to be at approximately 37.5 inches from the proximal connector and the polymer on the fiber around the break was both damaged and stretched (like a manual force was placed on the fiber), which is likely the cause of the break. Being as though this was at floor level, it is plausible that the fiber was inadvertently wrapped around the wheel of the laser, which ended up pulling/ breaking the fiber. No fault found with fiber as manufactured.

Event description:
The fiber split in the middle at the tip. No patient injury was reported.